Event description:
Failure during case: yes-0. Working no power output al all. Procedure: exp lap, pelvic node dissection. Physician: a green. Clinician: (B)(4). Awaiting return call to confirm replacement and disposition instructions. Is it feasible to have all mfrs mark return address and contact numbers for all products on exterior packaging to facilitate quality concerns with consumers? (B)(4).